Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulties performing the air removal process as the customer was inexperienced with performing the load process. Customer experienced an elevated blood glucose (bg) level ranging from 523-537 mg/dl. Bg was addressed by delivering a correction bolus, administering a manual injection and performing a supply change. Tandem technical support educated customer on the proper air removal technique and customer was able to successfully resumed insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.